Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 25.5 mmol/l (aviva system 1) and 11.0 mmol/l (aviva system 2). The customer was given his normal dose of 12 units of insulin based on the result of 11.0 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
Case states customer is betweeen (B)(6). The event occurred in (B)(6). This medwatch is for aviva system 2. (B)(4). Device will not be returned.